Event description:
It was reported that the insulin pump alarmed button error. The caller stated that the insulin pump alarmed many errors, would restart but then began sounding new alarms. The caller also reported that the insulin pump sustained cracks to its case. The caller did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm. No alarms noted. No unexpected restart noted. The insulin pump received with minor scratches on display window, cracked case on display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.